Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deflating could not be confirmed on the returned unit. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a heavily calcified, moderately tortuous, diagonal artery interventional procedure, during pre-dilatation, a mini trek otw was advanced and inflated to 10 atmospheres for four inflations without issues. Reportedly, the balloon was deflated with an indeflator and there was a slow deflation time noted of 10 seconds. The mini trek balloon was fully deflated and removed without difficulty. Although there was slow deflation time, the lesion was successfully dilated with the mini trek balloon. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.